Event description:
It was reported to medtronic minimed that the customer reported change sensor alert, sensor updating alert, discrepancy between sensor glucose value and blood glucose value, illness and experienced hyperglycemia. Customer reported blood glucose value of 550 mg/dl at the time of hyperglycemic event, and the hyperglycemia was treated with manual shot. The event involved product mmt-7040a, mmt-1884, mmt-431ag, mmt-342, mmt-7040a. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. The customer reported sensor glucose value was 336 mg/dl and blood glucose value was 480 mg/dl and reported that, the hyperglycemic event was due to sensor glucose vs blood glucose event. No further patient complications were reported. No product return was required for mmt-7040a, mmt-1884, mmt-431ag, mmt-342, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.